Event description:
Customer reported blood glucose results of 224 mg/dl and 118 mg/dl within 10 minutes on the advantage system. Reported that on another day, had blood glucose results of 497 mg/dl and 127 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms of adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.